Event description:
The patient was having surgery to repair an acl. The surgeon was inserting the biotransfix device. At the point of insertion the device broke into two pieces. The proximal portion was not embedded and was easily removed. The distal portion had been tapped in. The surgeon was able to remove this portion with a kelly clamp. Both pieces were removed from the patient in their entirety and a new device was passed to the field. The procedure continued without incident.